Event description:
Registered nurse was helping me place ivs, and when she took her needle out the safety needle retractor would not work. The needle was left exposed and could have caused an injury. No harm was done, but it could have been a bad situation. Insyte autoguard 22g 1.0 in ref:381423 lot:3156757 exp: 05/31/2026.